Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Upon an attempted firmware update, the pulse generator reverted to backup vvi operation. A device software download was performed successfully. It was noted that the firmware update was not reattempted. The patient¿s condition was stable.